Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: correction: please note that the incorrect date of manufacture (dom) (may 10, 2016) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (B)(6) 2016) has been obtained and entered in the section d4 (UDI) and h4 of this supplemental medwatch report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper device use and wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the neuro tip of the craniotome device was damaged, and the bearings were worn. It was noted that the crani-hanger was damaged. It was further determined that the device failed pretest for vibration assessment, and visual assessment. It was noted in the service order that the handpiece device would not attach with the craniotome device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.